Event description:
Initial reporter swallowed sea-bond denture adhesive while eating. Pt went to local hospital emergency room reporting pain and nausea. A nasogastric tube was placed. Pt was admitted to hospital for 6 days, during which their eating and bowel functions returned to normal.